Manufacturer narrative:
Follow-up #1: date of submission 01/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2015 with the following findings: a review of the black box revealed multiple power on reset (por) events. There was no damage found to the returned battery cap or cartridge cap; both were used to complete the investigation. During evaluation, the battery compartment was found to be cracked below the bumper grip. The battery cap contact measurements were found to be within specification. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There were no power interruptions or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the power printed circuit board. The product performed within specification and the reported ¿intermittent power¿ issue was not duplicated during investigation. Unrelated to the complaint, the text on the display screen was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.